Event description:
A patient was to receive 12 units of subcutaneous insulin. The medication was drawn up with a vanishpoint insulin syringe. The subcutaneous needle was inserted into the patient's abdomen and the plunger pushed to administer the medication. The needle retracted, splashing an unknown amount of insulin onto the patient's abdomen. Fluid was also left in the chamber of the syringe. Patient received an unknown amount of insulin. The patient's glucose needed to be monitored closely secondary to unknown amount of insulin that was injected due to syringe malfunction.